Event description:
The user received "no fluid" alarms and intermittent erroneous results for patient samples. Of the data provided, the results for five samples were discrepant. Sample 1 initial calcium result was 11.4 mg/dl with a data flag, repeat result was 9.0 mg/dl. The user stated the initial result was reported, but a corrective report was generated before any patient treatment. Sample 2 initial bicarbonate result was 46 mmol/l with a data flag, repeat result was 24 mmol /l. Sample 3 initial calcium result was 15.2 mg/dl with a data flag, repeat result was 9.4 mg/dl; initial bicarbonate result was 45 mmol/l with a data flag, repeat result was 26 mmol/l; initial glucose result was 273 mg/dl with a data flag, repeat result was 173 mg/dl. Sample 4 initial glucose result was 442 mg/dl, repeat result was 304 mg/dl; the initial alkaline phosphotase result was 411 u/l with a data flag, repeat result was 306 u/l; initial total protein result was >12.0 g/dl with a data flag, repeat result was 8.2 g/dl. Sample 5 initial calcium result was 12.1 mg/dl with a data flag, repeat result was 9.5 mg/dl. The initial results for sample 2-5 were not reported. The user performed precision testing with one patient sample. The calcium results were 15.4, 9.4, 9.1 and 9.3 mg/dl. The bicarbonate results were 49 and 29 mmol/l. The glucose results were 197 and 98 mg/dl. The reagent lot numbers were: calcium 62266701, bicarbonate 61747701, and glucose 61774601. The reagent lot numbers for alkaline phosphotase and total protein were not provided. The field service representative was unable to determine a cause. The analyzer was working as designed per a check test, rotor light barrier and workstation accuracy checks. He noted the user was not spinning the griener tubes per the manufacturer's specifications. The field application specialist determined the cause was an instrument sampling issue or an issue with the collection tubes.